Event description:
The pump was returned to animas. Investigation found contamination in the force sensor assembly. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during the load cartridge step, the pump pushed out half of the cartridge prior to stopping. The pump was opened and contamination was found within the force sensor assembly. Unrelated to the complaint, evidence of moisture damage was found on the pump motor circuit; the motor was tested and no defects were found. (B)(6).